Event description:
It was reported that high impedance was detected on the patient's vns less than a year after the generator was implanted. No further relevant information has been received to date.

Event description:
It was reported that the patient's impedance was okay on (B)(6) 2018 but was continuously rising. No further relevant information has been received to date. No known surgical intervention has occurred to date.